Event description:
It was reported that leakage occurs past the stopper with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309605 batch no: unknown it was reported that medication leaks around the rubber stopper, causing leakage and drug waste. This is a medication prep facility. They do compounding & medication prep utilizing our syringes. The customer reports multiple occurrences with our 10ml tray packs of medication leaks around the rubber stopper causing leakage & drug waste. After discussion with customers at the site, it is not clear if this is a manufacturing/performance issue, or an end user issue( ie technique, forces applied to plunger, highly viscous drug products,etc..).

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurs past the stopper with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309605, batch no: unknown. It was reported that medication leaks around the rubber stopper, causing leakage and drug waste. This is a medication prep facility. They do compounding & medication prep utilizing our syringes. The customer reports multiple occurrences with our 10ml tray packs of medication leaks around the rubber stopper causing leakage & drug waste. After discussion with customers at the site, it is not clear if this is a manufacturing/performance issue, or an end user issue( ie technique, forces applied to plunger, highly viscous drug products,etc..).